Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump had missing end cap sticker, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was pregnant and did not have a backup plan. Customer's blood glucose level was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.